Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: damascelli, b., ticha, v., patelli, g., lanocita, r., morosi, c., civelli, e., ¿ marchianò, a. (2011). Use of a retrievable vena cava filter with low-intensity anticoagulation for prevention of pulmonary embolism in patients with cancer: an observational study in 106 cases. Journal of vascular and interventional radiology, 22(9), 1312¿1319. Doi: 10.1016/j.jvir.2011.04.015.

Event description:
It was reported in an article in journal of vascular and interventional radiology (jvir) titled " use of a retrievable vena cava filter with low-intensity anticoagulation for prevention of pulmonary embolism in patients with cancer: an observational study in 106 cases " that after filter placement, symptomatic pulmonary embolism (pe) after filter-related inferior vena cava (ivc) occlusion occurred in three patients. The status of the patients was not provided.